Event description:
Related manufacturer's reference number: 2017865-2021-36682. It was reported the patient presented at the hospital for a routine generator exchange. Prior to the procedure, the patient device was interrogated. It was observed the patient's left ventricular lead had no capture. The physician elected to elected to remove both the left ventricular and right ventricular lead, as they were adhered to each other. The pacemaker, and both leads were explanted and replaced. The patient was reported to be doing well and was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.